Manufacturer narrative:
The pump device passed self-testing with no error alarms. Cda pump logs were also reviewed. The device was programmed to run on a rate of 100 ml/hr. (Cc/hr) for a volume to be infused (vtbi) of 100 ml with a recirculating cassette. The device passed the protocol without any independent rate changes. The device was programmed on 09/21/2023 @ 11:27 am, to run at a rate of 100 ml/hr. (Cc/hr) for a vtbi of 1000, stopped the infusion after one hour of delivery on 09/21/2023 @ 12:27 pm. The device displayed that 100 ml (cc) of fluid was delivered. The device delivered 103.01 ml (cc) of fluid. Delivery accuracy of 97 %. The device passed the protocol without experiencing an independent rate change. The device passed volume accuracy with 20.59 ml. Delivery accuracy of 97 %. The customer¿s complaint that the device experienced an independent rate change during infusion was not confirmed during the complaint investigation and the probable cause for the customer's reported issue was no established. An r & d analysis was conducted. The pump log showed that an auto program was accepted, and infusion was started for vtbi :1000ml at 100ml/hr. But the nurse manually changed the rate to 990ml/hr. After 11 seconds. Later by the end of infusion, a proximal air in line total alarm was identified, after which the device was put to sleep mode. Engineering evaluates that the auto program was accepted and later the rate change was done by a key press event and the infusion almost completed before alarming proximal air in line total alarm. The reason for bag being empty after one hour is because the rate was programmed at 990ml/hr. And bag being empty can be confirmed with the proximal air in line total alarm. Engineering concluded that nurse accepted the auto program with 100ml/hr. And the rate was changed manually by the nurse to 990ml/hr. And the bag was empty due to the rate being at 990ml/hr. Resulting in proximal air in line total alarm. Engineering concluded that the device was working as expected and did not overdeliver.correction can be found in h8 - usage of device.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The reported complaint involved a plum 360¿ infuser that was programmed to infuse sodium bicarbonate at 100cc/hr, but it reportedly programmed 999cc/hr. Instead of 100. Although the pump was initially programmed at 100cc/hr, the programmed rate changed to 999cc/hr upon checking it one hour later. The infusion was set up as a primary line and 1000cc was in the bag when the infusion was started. 900cc was expected to be found in the IV bag when the issue was noted; however, the IV bag was empty at that time. The sodium bicarb. Drip was discontinued and there was no change in patient¿s status. There was no medical intervention required and no human harm reported.